Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and three months following the implant of this transcatheter bioprosthetic valve, a closure procedure was performed with a ventricular septal defect (vsd) device due to severe paravalvular leak (pvl) and the pvl resolved. No further adverse patient effects were reported.